Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer also stated that the insulin pump did self rewind and told them to prime and the insulin pump's buttons will not let them go up or down to prime. The customer stated that the insulin pump exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at up arrow and down arrow button due to unlocked connector on lcd board noted. Unable to perform displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test or verify motor error and prime or fill anomaly due to keypads not responsive. The motor was tested outside the device and passed. Device was visually inspected and no moisture damage to electronic assembly noted.